Event description:
After pre-dilation with an unknown 4mm balloon catheter, the smart control was advanced in the patient, but the device was caught with the vessel wall during delivery and would not advance to the target lesion. The device was removed from the patient without patient injury and the distal end of the stent was found prematurely released. The target lesion was located in the superficial femoral artery (sfa). The lesion was described as 95% stenosed with heavy calcification. The reference vessel was mildly tortuous. Contralateral approach was made with a 6fr parent guiding catheter via inguinal region. Another unknown product was used to complete the procedure without problems. There was no adverse event and the patient was in stable condition. The product will be returned for analysis. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. No unusual force was used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the body as per the IFU. The tantalum markers were observed to open symmetrically. A 0.035 radifocus guidwire (terumo) was used in the procedure.

Event description:
The qualrap confirmed the stent delivery system (sds) was unable to advance to the target lesion due to the reported event (caught on the vessel during delivery).

Manufacturer narrative:
Additional information was received and was updated. While advancing the smart control stent delivery system (sds) towards the lesion it became caught with the vessel wall and would not advance to the target lesion. The device was removed from the patient at which time the distal end of the stent was found prematurely released. The lesion was described as 95% stenosed with heavy calcification. The reference vessel was mildly tortuous. Contralateral approach was made with a 6fr parent guiding catheter via inguinal region. No unusual force was used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion. There was no reported patient injury. One non-sterile smart control, iliac 6x100 ml was received coiled inside a plastic bag. Distal tip was found out of position-uncannulated 0.5 cm. Stent was partially deployed. Locking pin was in place. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. Usable length of the stent delivery system (sds) was measured and it was found acceptable per specification. The unit was introduced through 6f cordis catheter sheath introducer and no friction/resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the distal tip "out of position-uncannulated" reported could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues; (B)(4) (100% inspection). Handling and procedural factors could be contributed to this condition. The failure reported "tracking difficulty" by the customer could not be confirmed; since no anomalies were found during functional and dimensional analyses. The failure reported "deployment difficulty- partial deployment" by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kinds of issues "(B)(4) 100% final inspection". Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU (instructions for use) states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Concomitant devices include 0.035 radifocus guidwire and 6fr parent guiding catheter. Additional information will be submitted within 30 days from receipt.